Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 600 mg/dl. The customer stated that the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the primed test, but the customer didn't have the tubing clamp for the high pressure test. Found that the customer did not change the infusion set when she was experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.